Event description:
This procedure was performed in the (B)(4). The patient presented with a normal distal aorta. The internal iliacs were patent. A short segment of stenosis of the proximal external iliac on the right and a similar segment of stenosis of the external iliac/common femoral junction. Atheromatous superficial femoral arteries on both sides with multiple short segments of relative stenosis were also observed. The prefunds of the vessels are patent on both sides. The popliteal arteries are normal with good three vessel runn off on both sides. Angioplasty of the right sfa was attempted from the contralateral side, but was unsuccessful. The balloon catheter would not follow the guidewire and therefore and antegrade approach via right femoral puncture was executed. The first balloon would not reinsert, so a 6x12 evercross was then used. Unfortunately the balloon burst circumferentially at its heel end, retracting and compacting at the toe, making it impossible to retrieve from the vessel. Surgical exposure of the cfa was requested to retrieve the balloon and angioplasty of the sfa, cfa, and external iliac were done via an arteriotomy.

Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to this reported event.